Event description:
Customer reported that the ups component attached to the clinitek atlas had sparks and smoke coming out of it before it stopped working. There was no report of injury for this event.

Manufacturer narrative:
The cause for the ups sparking and smoking is unk.